Event description:
The valve was explanted twelve years post implant due to mitral insufficiency (nyha class I/ii). The physician reported that after explant, a fragment from a leaflet that was fractured could not be located. The following day, the pt was unable to be weaned from ventilation and CT scan demonstrated ischemia, local hemorrhage and cerebral edema.